Manufacturer narrative:
The device was returned for investigation. The strain relief was removed to visual the section of separation; it shows the separation of the shaft at the hub. The root cause is determined to be excessive torque applied during the procedure. The turnpike IFU states "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. The submission of this MDR is part of a voluntary remedial action.

Event description:
During a cto case the hub cracked off the catheter. The turnpike catheter was used in a cto case and after some time, the hub fatigued and cracked off the catheter. Had to retract it out of the body and switched to a different catheter. No adverse patient outcomes or impact were noted.